Event description:
A falsely elevated sodium result of 209 mmol/l was obtained on a pt sample. The result was reported to the physician. The pt was treated with a normal saline IV and later expired from a gi bleed.

Manufacturer narrative:
No device failure occurred. The instrument is performing within specs. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was user error. The operator used reagent probe cleaner instead of imt sample probe cleaner. All pt samples and controls were running 200-557 mmol/l. No further eval of the device is required.